Event description:
It was reported that , "implants removed due to infection."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 64812130, lot # unk, description: mrhk bumper insert - neutral, cat # 64812120, lot # unk, description: mrh axle. Cat # 64812103, lot # unk, description: mrh xs/s/m long xover. Cat # 64852111, lot # unk, description: small krh all poly tibia 11mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.